Event description:
Boston scientific crm received information that this right atrial lead and lost sensing functions and could not capture. It was confirmed that this lead had not dislodged. This lead was successfully repositioned.